Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left ovarian vein using a pod detachment handle (handle) and a ruby coil. During the procedure, the tip of the handle was found to be broken upon opening the packaging; therefore, the handle was not used in the procedure. Next, while placing a ruby coil in the target vessel using a lantern delivery microcatheter (lantern), the physician decided to re-sheath and reposition the ruby coil. However, while retracting, the coil unintentionally detached inside of the microcatheter. The physician therefore flushed the lantern and placed the detached ruby coil in the vessel. The procedure was completed using another ruby coil with the same lantern, ansel sheath and glide catheter. There was no report of an adverse effect to the patient.